Manufacturer narrative:
The insulin pump buttons responded properly and no damage on the keypad traces or unlocked keypad connector was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 341mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.